Manufacturer narrative:
The suspect unit is not expected to return for investigation. A follow up will be submitted when the evaluation is complete.

Event description:
After opening the package the stent delivery device was found to be occluded.

Manufacturer narrative:
The suspect unit did not return for evaluation. A review of the device history record found no exception documents. A review of the complaint database found one similar complaint for this lot number from the same customer.

Event description:
After opening the package the stent was found to be occluded.